Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device(10) fse discovered leak during a pm. Fse replaced several parts and subsequently tested for leaks. Unit passed leak test. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation the initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event was reported.